Manufacturer narrative:
Describe event or problem: vitrectomy was performed following the second lens attempt ((B)(4)), and prior to third lens implantation (non-amo lens). (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received intact. Visual inspection revealed surface residuals (fiber/particles) on both sides of the optic body, which is consistent with the lens being handled out of a sterile environment. Scratches were observed on the lens surface. No damage was observed for the haptics. Also, hardened viscoelastic (ovd) was observed to be dispersed throughout the lens. Due the condition of the lens, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that when inserting the intraocular lens (iol), model zcb00, fully into the eye, an issue with the capsule of patient¿s left eye arose. Incision was enlarged and lens was removed. No vitrectomy was performed. Additionally, a capsule tear was seen. Tear had caused the implanted lens to not set properly. A second lens was attempted, model za9003, but gave the same result. Surgery was completed with a third non-amo lens. No patient complications were reported. Patient outcome information was requested but was unavailable. No further information has been provided. The first attempted lens (zcb00) will be submitted in a separate MDR.